Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator exhibited erroneous parameter values. The device was reprogrammed and remains implanted.